Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he passed out due to low blood glucose of 30 mg/dl. Customer wanted to know how to stop the delivery of insulin. Customer declined troubleshooting. Customer will not be returning the device for analysis.